Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the repositioning of the atrial lead, the ventricular lead exhibited unacceptable thresholds. When the physician attempted to reposition the ventricular lead, the helix could not be extended or retracted, so it was replaced.